Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that a button implant device was used and that a healthcare professional (hcp) reported both deep and superficial infection in the patient. The infection was managed with surgical washout (lavage) and administration of antibiotics. The hcp assessed the event as probably not related to the device.